Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that later, she noticed numbers ramping on the display, then the display returned normally. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was advised that she had not been using the recommended battery type. The customer will not return the device for analysis.